Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a condition where the backlight was not working. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "backlight not working" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.